Event description:
It was reproted that the plastic coating has come loose.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear involving an impaction handle was reported. The event was confirmed. A material analysis concluded that no material of manufacturing defects were observed on the surfaces examined. The degradation of the handles could be due to a wide range of conditions that can be found in use over time. No specific set of conditions could be identified for the degradation observed on these returned parts. No patient information, patient involvement, or adverse consequences were reported. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot no specific set of conditions could be identified for the degradation observed on these returned parts.

Event description:
It was reported that the plastic coating has come loose.